Event description:
Additional information was received that this device was explanted. It has been returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. The field allegation that the device indicated ert earlier than expected was confirmed through analysis.

Manufacturer narrative:
Once detailed analysis is complete this report will be updated.

Event description:
Boston scientific received information that this pacemaker reached elective replacement time (ert). There was concern that the battery depleted sooner than expected, as there was a normal magnet rate of 100 ppm noted three months ago, and now has a magnet rate of 85 ppm indicating ert. The health care provider noted that last (B)(6), an interrogation showed that two years remained on the battery. The auto-capture feature for this device was programmed on and outputs were at 5.0 volts upon recent interrogation. Review of the daily measurements logbook showed that right ventricular thresholds were normal and stable. Boston scientific technical services (ts) reviewed potential reasons for changes in battery status and requested the device be returned for analysis once it is explanted. The patient was asymptomatic and change-out was being scheduled for the near future.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.